Manufacturer narrative:
Per tandem's user guide: the pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly during the load process. In addition, the customer inadvertently delivered insulin during the fill tubing process. Subsequently, the customer experienced a loss of consciousness. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.